Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection approximately one month post-implant. Antibiotic treatment was administered, cultures were taken, and the organism was identified as gram negative bacteremia. No further patient complications have been reported as a result of this event.